Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, implantable tachy lead, (B)(6) 2010; 419688, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device and lead were placing pressure on the skin, and the doctor felt that the patient might have twiddler's syndrome. High lv (left ventricular) threshold was also noted. The pocket was revised to a submuscular location, with the device being explanted and replaced, and the leads remaining in use. No patient complications have been reported as a result of this event.